Event description:
It was reported that a pt was experiencing an increase in seizure frequency. The pt's neurologist relocated, and the pt was in need of physician f/u. No further info was provided in regards to this event. Good faith attempts to obtain add'l info have been unsuccessful to date. Any add'l info will be reported if received.